Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional information as well as the correct expiration date and manufactured date for the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product (alleged bard davol flat mesh) was implanted into the patient. The attorney alleges the patient suffered pain and harm and the hernia repair product was defective.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional information that was received based on a medical record review. The medical records provided indicated the patient experienced infection, pain, swelling, adhesions and erosion. Adhesions and infection are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ while medical records indicate the patient was treated for infection, the actual source of the infection is unknown at this time. With the current information available no definitive conclusion can be made. At this time it is unclear to what extent the ventralex mesh may have contributed to the issues experienced post implant due to the patient's medical history of additional procedures performed prior to explant of the ventralex mesh. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2010 - the patient was diagnosed with an umbilical ventral incisional hernia and underwent hernia repair with implant of a ventralex mesh. Per operative details "an 8cm bard ventralex hernia patch was selected for repair. This was bathed in solution of gentamicin with saline. Prior to placement of the mesh, the defect at the umbilical site itself was closed with a prolene suture. The mesh was then placed as a sublayer repair and the marlex portion tacked to the fascial edges with several prolene sutures. On (B)(6) 2012 - the patient presented to the ER with complaints of severe abdominal pain with associated erythema and swelling. The patient had an abdominal CT scan performed which showed diverticulosis, abd wall thickening with no abscess. The patient was diagnosed with cellulitis. He was prescribed oral antibiotics, narcotic pain medication and discharged home. On (B)(6) 2012 - the patient had an md office follow up visit from previous ER visit. Per the physician progress notes "patient denies trauma or any history of any insect bite or other skin abnormalities. A CT scan of the abd and pelvis was done which was read as umbilical herniation with subcu edema overlying. To my read there is some eventration of the mesh from the hernia repair but no true herniations. No fluid collection or abscess is noted on the CT scan. There is some concern about potential involvement of mesh. The patient should be admitted to the hospital for IV antibiotics." On (B)(6) 2012 - the patient was diagnosed with abdominal wall abscess and underwent incision and drainage of the abdominal wall abscess at bedside. On (B)(6) 2012 - the patient was diagnosed with abdominal wall abscess and underwent an incision and drainage procedure with exploration of the abdominal wall abscess. At the base of the wound per the operative report details, "the underlying marlex potion of the mesh was palpable. There was only a small tract leading to the mesh of about 3x3mm" which was cultured and ultimately grew e.coli. The patient was discharged home with a course of antibiotics. On (B)(6) 2012 - the patient presented to the ER with complaints of increased abdominal pain with some increased drainage. The patient was consulted by the surgical team and was diagnosed with infection of the ventralex mesh, erosion of mesh into small bowel, small abdominal wall abscess and a ventral incisional hernia. On (B)(6) 2012 - the patient underwent exploratory laparotomy, explant of the ventralex mesh, small bowel resection, incision and drainage of abdominal wall abscess and repair of the recurrent ventral incisional hernia with implant of a non-bard davol "biomesh." Per operative details "there began to be evident some drainage of succus, and it was apparent that a portion of the mesh which was most adherent to the small bowel loop was actually eroding into the small bowel wall. The gore-tex portion of the mesh was facing the viscera, but it was apparent that the edges of the mesh had curled under, exposing marlex to the small bowel. The mesh was fully explanted. This was discarded." Post procedure, the patient had an extremely slow recovery. Patient underwent an egd, which showed gastric ulcers. A radiology consult was requested for CT guided aspiration of the small anterior abd wall abscess. The patient was discharged on (B)(6) 2012. On (B)(6) 2012 - the patient presented to the hospital and was admitted for intractable nausea and vomiting after eating. The patient was given anti-nausea medication and then discharged. No medical records provided for this time.